Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an adc meter and noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced difficulty walking and confusion. The customer was unable to self-treat and was administered a coca-cola and glucose by firefighters. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 300 mg/dl was compared to an adc meter result of 30 mg/dl. The length of sensor wear was 14 days. When the provided results were plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.